Event description:
Lens was explanted due to opacification observed postoperative.

Event description:
Lens opacification was observed post-operative. Visual acuity at last examination was 20/50. Lens remains implanted in the patient's eye.